Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a failure to alarm for end of syringe. The root cause of the reported condition was determined to be a missing end of syringe screw. The end of syringe screw was replaced to repair the reported condition. A service history review revealed no previous service events were related to the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
A baxter service technician reported an infuso.r. Pump which failed to alarm for end of syringe during device evaluation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).the device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.